Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker system developed an infection. A health care professional (hcp) called boston scientific technical services (ts) to report that the atrial lead (model 4480) would be extracted due to infection. It was not confirmed if the extraction actually occurred.

Event description:
Approximately one month later (B)(6) 2015, the patient passed away. The cause of death was not provided. Records indicate the following products were implanted when the patient died: pacemaker model k173, right ventricular (rv) lead model 4457 (which had been previously abandoned in 2014), and an active right atrial lead model 4480.